Event description:
It was reported by repair work order that the customer alleged that the zoom drive was intermittent. Upon inspection of the unit by the service technician, it was identified that the unit would zoom temporarily and then stall.

Event description:
It was reported by repair work order that the customer alleged that the zoom drive was intermittent. Upon inspection of the unit by the service technician, it was identified that the unit would zoom temporarily and then stall.

Manufacturer narrative:
.

Manufacturer narrative:
Zoom